Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6), ubd: , UDI#: h3: the system was serviced in the field, and the router was replaced to resolve the issue. Codes b01, c04, d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The returned checkpoint would not ping/connect to the internet. Once the checkpoint was factory reset, the unit functioned as intended. All ports were able to ping, with zero percent packet loss. Codes b01, c10, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was no longer communicating with pacs at the hospital. The caller was in the configuration application. The system was communicating with pacs the previous day. They suspected that perhaps the network port was damaged. The representative removed the back panel and bypassed the network bulkhead and plugged the ethernet cable straight into the network isolator. There was no patient involvement.